Manufacturer narrative:
The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. The most likely causes of tip breakage are flexing the joint during insertion of the implant with the driver engaged, prying/leveraging the driver (screw does not seat fully on driver) while the implant is still loaded, continually applying torque after the screw is fully seated, torquing when the implant in not properly aligned, torquing while leveraging the device and/or using the incorrect screw with the driver (screw does not fully seat on the driver). In addition, the expected life of this device has been exceeded. Device history record review revealed nothing revealed to this event. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional relevant information is obtained from the evaluation, a follow up report will be submitted.

Event description:
It was reported that the tip of the driver broke off while the surgeon was loosening/removing a screw. This occurred during a surgery on (B) (6) 2008. The driver tip was not retrieved; it was retained in the pt. The case was completed. One week later (on (B) (6) 2008), the pt was undergoing another procedure (an opening wedge high tibial osteotomy). Due to the surgical opportunity, the driver tip was retrieved at that time. The pt was reported as doing well; there was no pt injury. No further pt information was provided at the time of this report or in follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.